Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.

Event description:
A customer reported via phone call indicating that they were changing the infusion set but the reservoir would not push down. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer was sent new reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.